Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, falling of the tissue pad, could not be identified. The tissue pad fell off because the pad added pulling load. A root cause could not be determined. The tissue pad likely occurred by the following mechanism: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad was fell off because the pad added pulling load. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the front-actuated grip exhibited the tissue pad peeled off. There were no reports of patient involvement.